Manufacturer narrative:
Evaluation summary: it was caused due to the defective cmos driver pcb.this is random failure. This device is not marketed in us, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805. This report is being filed as part of the pentax backlog management plan.

Event description:
Endoscope randomly not recognized by the processor when connecting. - disconnection followed by a reconnection sometimes works after 1 reconnection, sometimes does not work once after 10 reconnections. The time of event is unknown. There was no report of patient harm.